Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that the half-height cubie drawer 1-1 on the auxiliary cabinet had failed, and all cubie pockets were not detected on the bus. Both controller boards displayed all lights. The fse reseated the rowboard cable, ribbon cable, and retractor band, then rebooted the device and logged into the hardware testing application. The fse ran a final test and saved the results to the desktop. The drawer and cubie pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 had failed. All pockets failed and was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.